Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation- uterus') and device breakage ('breakage') in an adult female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergy ¿hypersensitivity"), arthralgia ("autoimmune diagnosed- joint paint"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), nausea ("other injuries/symptoms- nausea,"), migraine ("other injuries/symptoms- migraine,"), nervous system disorder ("other injuries/symptoms- neuro condit/problem") and pelvic discomfort ("feel like there is a baby kicking") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, device breakage, pelvic pain, hypersensitivity, arthralgia, gastrointestinal disorder, hormone level abnormal, nausea, migraine, nervous system disorder and pelvic discomfort outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, gastrointestinal disorder, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2015. Plaintiffs received treatment for device breakage, joint paint, migration, uterus perforation, gi conditions, hormonal changes ,nausea, migraine, neurological problems. Batch no: c95077; production date: 2014-08-15; expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation- uterus') and device breakage ('breakage') in an adult female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergy ¿hypersensitivity"), arthralgia ("autoimmune diagnosed- joint paint"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), nausea ("other injuries/symptoms- nausea,"), migraine ("other injuries/symptoms- migraine,"), nervous system disorder ("other injuries/symptoms- neuro condit/problem") and pelvic discomfort ("feel like there is a baby kicking") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, uterine perforation, device breakage, pelvic pain, hypersensitivity, arthralgia, gastrointestinal disorder, hormone level abnormal, nausea, migraine, nervous system disorder and pelvic discomfort outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, gastrointestinal disorder, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6)2015 and (B)(6)2015.plaintiffs received treatment for device breakage, joint paint, migration, uterus perforation, gi conditions, hormonal changes ,nausea, migraine, neurological problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: lot number & reporters were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation- uterus') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergy ¿hypersensitivity"), arthralgia ("autoimmune diagnosed- joint paint"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), nausea ("other injuries/symptoms- nausea,"), migraine ("other injuries/symptoms- migraine,"), nervous system disorder ("other injuries/symptoms- neuro condit/problem") and pelvic discomfort ("feel like there is a baby kicking") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, device breakage, pelvic pain, hypersensitivity, arthralgia, gastrointestinal disorder, hormone level abnormal, nausea, migraine, nervous system disorder and pelvic discomfort outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, gastrointestinal disorder, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2015 and (B)(6) 2015.plaintiffs received treatment for device breakage, joint paint, migration, uterus perforation, gi conditions, hormonal changes ,nausea, migraine, neurological problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new event feel like there is a baby kicking (flutters) was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation- uterus') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergy ¿hypersensitivity"), arthralgia ("autoimmune diagnosed- joint paint"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), nausea ("other injuries/symptoms- nausea,"), migraine ("other injuries/symptoms- migraine,"), nervous system disorder ("other injuries/symptoms- neuro condit/problem") and pelvic discomfort ("feel like there is a baby kicking") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, device breakage, pelvic pain, hypersensitivity, arthralgia, gastrointestinal disorder, hormone level abnormal, nausea, migraine, nervous system disorder and pelvic discomfort outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, gastrointestinal disorder, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2015 and (B)(6) 2015.plaintiffs received treatment for device breakage, joint paint, migration, uterus perforation, gi conditions, hormonal changes ,nausea, migraine, neurological problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation- uterus') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergy ¿hypersensitivity"), arthralgia ("autoimmune diagnosed- joint paint"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), nausea ("other injuries/symptoms- nausea,"), migraine ("other injuries/symptoms- migraine,") and nervous system disorder ("other injuries/symptoms- neuro condit/problem") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, device breakage, pelvic pain, hypersensitivity, arthralgia, gastrointestinal disorder, hormone level abnormal, nausea, migraine and nervous system disorder outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, gastrointestinal disorder, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6)2015.plaintiffs received treatment for device breakage, joint paint, migration, uterus perforation, gi conditions, hormonal changes ,nausea, migraine, neurological problems. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of ptc incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation- uterus') and device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), hypersensitivity ("allergy ¿hypersensitivity"), arthralgia ("autoimmune diagnosed- joint paint"), gastrointestinal disorder ("other injuries/symptoms- gi conditions"), nausea ("other injuries/symptoms- nausea,"), migraine ("other injuries/symptoms- migraine,") and nervous system disorder ("other injuries/symptoms- neuro condit/problem") and was found to have hormone level abnormal ("other injuries/symptoms- hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, device breakage, pelvic pain, hypersensitivity, arthralgia, gastrointestinal disorder, hormone level abnormal, nausea, migraine and nervous system disorder outcome was unknown. The reporter considered arthralgia, device breakage, device dislocation, gastrointestinal disorder, hormone level abnormal, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2015. Plaintiffs received treatment for device breakage, joint paint, migration, uterus perforation, gi conditions, hormonal changes, nausea, migraine, neurological problems. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: chronic pain, hypersensitivity, device breakage, joint pain, migration, perforation-uterus, gi conditions, hormonal changes , nausea, migraine, neurological disorder, she did not undergo confirmation test. Reporter information, date of birth were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.